Event description:
The manufacturer was notified that of an event involving a perceval pvs23 sutureless aortic heart valve. The device was implanted in a patient in 2016. The manufacturer has been notified that the device was explanted as a result of structural valve deterioration which resulted in aortic stenosis and aortic insufficiency grade ii. The site indicated a possible cause was an oversizing of the device, because the valve no longer had a round shape when explanted. The patient valve functionality prior to the surgery was as follows, vao pmed: 67mmhg, pmax: 95mmhg. Av area: 0,5cm2. The exact date of the re-intervention is presently unknown. In 2018, the patient had a follow up visit which confirmed a good functionality of the prosthesis. The re-do surgery was reportedly successful.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The gross examination of the valve revealed a deformed prosthesis due to intrinsic and vegetating calcifications in all leaflets. There was pannus overgrowth on the inflow skirt of the valve. The valve appeared geometrically deformed. Due to the altered state of the returned prosthesis, it is not possible to give a final judgment on the device according to the valve specification at the manufacturing and release. The pannus overgrowth extended to the free edges of both leaflets and on the posts, thus the verification of the height of the leaflet was not possible. The histopathological examination of the returned prosthesis confirmed that the pericardium of all leaflets was thicker than normal due to calcification. Calcified thrombus depositions were visible on all inflow surfaces. Reddish areas due to coagulated blood entrapment were present on some surfaces. Scars and/or mesothelial delaminations were visible where intrinsic calcifications became extrinsic. Small thrombus depositions were visible on all outflow leaflets. X-rays of the subject valve showed large intrinsic calcifications in all leaflets. Hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and homogenated. Thin fibrous pannus depositions were visible on the mesothelial surfaces. Inflammatory cells and red blood cells are visible inside the thrombus deposition that was visible on the mesothelial surface of the sample leaflet. Bacteria were not detected with the gram stain. This perceval s valve was explanted due to a reported prosthetic stenosis and insufficiency. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. Based on the medical judgment received, a possible cause was identified in an oversizing of the device, because the valve no longer had a round shape when explanted. However, given that the explanted prosthesis was replaced with a new perceval size m (same size) and considering that the pre-operative annulus dimension is not available, a definitive root cause cannot be established at this time. Ultimately, it should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer was notified that of an event involving a perceval pvs23 sutureless aortic heart valve. The device was implanted in a patient in 2016 and a concomitant mitral annuloplasty with a physio ring 30mm was also performed. The manufacturer has been notified that the device was explanted as a result of structural valve deterioration which resulted in aortic stenosis and aortic insufficiency grade ii. The site indicated a possible cause was an oversizing of the device, because the valve no longer had a round shape when explanted. The patient valve functionality prior to the surgery was as follows, vao pmed: 67mmhg, pmax: 95mmhg. Av area: 0,5cm2. The exact date of the re-intervention is presently unknown (reasonably occurred after (B)(6) 2020). In (B)(6) 2018, the patient had a follow up visit which confirmed a good functionality of the perceval valve (v. Max 2,6 mean gradient 21 mm). The re-do surgery was reportedly successful. Per additional information received, it is reported that the patient ultimately received a perceval size m (pvs23). The patient was hospitalized in (B)(6) 2020 due to dyspnea of 3 months evolution cf iii associated to ortopnea and nocturnal peroxistic dispnea, arigine episodes, without syncopal syndrome. The tee shows a lvef on the low normal value with moderated hypertrophy. The biological prosthesis appeared calcified with sever stenosis and moderate insufficiency (vmax 5,2m/s. Mean grad 78mmhg). The valvular area through planimetry was 0.3cm2, with aortic root and ascending aorta normal. The left atrial appeared with severe dilatation, right ventricle normo-functional, left ventricle not dilatated.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The device was returned to the manufacturer and it was received on 21 may 2021. Further investigation is ongoing and an update will be provided upon completion of the device investigation.

Event description:
Per additional information received, it is reported that the patient ultimately received a perceval size m (pvs23). The remainder of the information previously submitted remains unchanged.